Event description:
Outpatient. Patient was undergoing a scheduled angioplasty with stent. Stent deployed and inflated. When the time came to deflate the balloon, the balloon would not deflate. Several interventional cardiologists and open-heart surgeon tried, but failed and then the balloon separated from the shaft and was retained until efforts were successful to snare balloon and remove. Patient is critical condition now on a ventilator and in ICU.